Manufacturer narrative:
D4. Lot# em48205; UDI# (B)(4). D9. Yes. H3. Yes; h4. June 2022. H6. Investigation findings: 3252; investigation conclusion: 61. H10. The screwdriver returned to alphatec spine for evaluation. Visual inspection found a clean shear fracture of the distal tip. The separated portion of the tip did not return. The failure appears to be the result of torsion, which is consistent with its designed use. The screwdriver is used to insert the screw into vertebral body of a patient. Excessive torque was likely used during final tightening which caused the tip to shear. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition.

Event description:
It was reported the tip of the screwdriver broke off inside the screw. This occurred while loading the screw on the back table. The tip was retrieved, and the screw was discarded.

Manufacturer narrative:
The device has not returned for evaluation. The identifying lot number was not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.